Event description:
It was reported that this left ventricular (lv) lead was explanted due to phrenetic nerve stimulation. A new lv lead was succesfully implanted. No additional adverse patient effects were reported.